Event description:
It was reported that during a percutaneous transluminal angioplasty (pta)/procedure, a shaft break occurred. Access was obtained via the radial artery. The 70% stenosed de novo lesion being treated was located in the right coronary artery (rca). The physician implanted a 4.5x15mm non-bsc stent. To post-dilate a 4.5x15mm quantum maverick balloon was advanced, however, a shaft break occurred during advancement. The shaft broke within the guide catheter and the device was retrieved together with the guide catheter. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta)/procedure, a shaft break occurred. Access was obtained via the radial artery. The 70% stenosed de novo lesion being treated was located in the right coronary artery (rca). The physician implanted a 4.5x15mm non-bsc stent. To post-dilate a 4.5x15mm quamtum maverick balloon was advanced, however, a shaft break occurred during advancement. The shaft broke within the guide catheter and the device was retrieved together with the guide catheter. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter separated into two pieces. Blood is present in the distal outer and the balloon. Visual inspection identified that the hypotube is broken. Both pieces were measured using a calibrated ruler. The first piece measured approximately 89 centimeters from the proximal edge of the strain relief to the hypotube broken location. The second piece measured approximately 53.5 centimeters from the hypotube broken location to the distal end of the tip. The appearance of the fracture site is consistent with fracture due to tensile overload. A thorough inspection of the remainder of the device revealed no other damage or abnormalities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).